Event description:
It was reported that the customer received a prime rewind alarm on the insulin pump during priming. The drive support cap appeared normal. The customer's blood glucose was reportedly within a normal range. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.